Event description:
Upon review of a (B)(6) old male pt's flag files, zoll customer support reported numerous battery fault flags. Zoll customer support contacted the pt and issued him a monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (battery errors) has been confirmed. Upon receipt the monitor would power on intermittently. The cause for the intermittent power faults is poor solder joints on the j1 battery connector. The root cause for the poor solder joints cannot be positively determined but is likely an assembly error. No adverse event resulted from the poor solder joints. The pt was issued a replacement monitor.